Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system swap screen and save screen button would not work. No patient injury was reported.